Manufacturer narrative:
(B)(4). The reported failure of "unit display was missing segments" was verified. This is a known issue and has been isolated to the user interface printed circuit board (ui pcb) and action has been taken under remedial action efforts. Complaint trends will continue to be monitored.

Event description:
During power on self test (post) the technician discovered that the second digit in the pulse rate display was missing a segment. There was no patient involved.